Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed and hard to open. A field service engineer (fse) shut down the station, removed the back panel, and disconnected and reconnected the row board cable from the drawer control board and cubie trays. The back panel was locked and the station powered back on. After logging in as carefusion admin, the fse ran the hardware test application, ejected all cubies from drawers 3.1/3.2, and transferred them into a new drawer. The station was shut down again, the back panel was removed, the drawer was replaced with a new one, and the panel was locked before powering the station back on. The new drawer was then assigned in the station application. Hardware test application was performed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.2 repeatedly failed and required maintenance. Additionally, drawer 3.2 was reported to be very difficult to open. Troubleshooting was performed, including attempts to recover the drawers. While recovery was temporarily successful at times, drawer 2.2 continued to fail. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care.there were no adverse events or injuries reported based on this event.